Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). On (B)(4) 2016, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse found the turntable slip errors and wash probe home errors. The fse replaced the nozzle assembly and performed adjustments. All errors cleared and the aia-360 instrument is operational. No further action is required by field service. The most probable cause for the reported event was the bent needle caused the turntable errors.

Event description:
On (B)(6) 2016, a customer reported a turntable slip on the aia-360 instrument. The customer rebooted the analyzer but this did not resolve the issue. The customer is unable to run patient samples on bhcg and cardiac troponin I (ctnl2). On (B)(6) 2016, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for bhcg and ctnl2. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.